Manufacturer narrative:
The pump was received with normal operating currents. However, the low battery alarm and power error alarms were confirmed during testing. The root cause was the non-sleep anomaly software error. The pump was received with minor scratches on the lcd window, cracked battery tube threads and a scratched case.

Event description:
The customer reported via phone call that they had a pump error 25 alarm with the insulin pump. Customer also reported receiving a low battery alarm less than one week after a new battery was inserted. Customer's blood glucose was unknown. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.